Event description:
Patient had pain and upon viewing of the MRI the surgeon found that the anchor-c screw had pushed through the cage. A revision surgery was performed to alleviate the pain.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer event of an anchor c self drilling screw migration was confirmed via x-ray images. The device was not returned since it remains implanted in the patient. The anchor c bone screw and damage/breakage of the locking clip would likely have had to occur for the screw to migrate forward through the cage in the manner that it did. The surgical technique for anchor c warns against excessively angling or pivoting of the screwdriver during screw insertion as this may lead to deformation of the screw or locking clip. Also, it was confirmed that 2 anchor c cages were implanted in this patient. The instructions for use indicate that these devices are only intended for single level fusions. This use could have led to a greater stress on the implants and could have contributed to the reported event of screw migration. Conclusion the cause of the screw migration could not be confirmed due to the absence of the device.

Event description:
Patient had pain and upon viewing of the MRI the surgeon found that the anchor-c screw had pushed through the cage. A revision surgery was performed to alleviate the pain.